Event description:
During a procedure, the physician heard a popping noise and then the breaker tripped. The physician attempted to re-start the laser system again with the same results. The system was unable to be utilized, and the procedure was aborted. There was no report of a pt injury; however, the MFR is filing this as surgical intervention due to the potential add'l treatment as a result of incompletion of the case.

Manufacturer narrative:
The laser system has been serviced. The suspect component has been removed and replaced.